Manufacturer narrative:
Siemens healthcare diagnostics inc. Has investigated the provided information to determine the cause of the discordant prothrombin time (pt)/ international normalized ratio (inr) patient result generated on the sysmex ca-660 analyzer. The cause of the event is due to improper mixing and handling of the sample. No product non-conformance nor system issue could be identified. The instrument and reagent are performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant prothrombin time (pt)/international normalized ratio (inr) patient result of "no coagulation" was generated twice on a sysmex ca-660 analyzer. No error flags were generated and quality control was within range. The second "no coagulation" patient result was reported to the physician as pt >89 seconds (inr >9). The physician did not question the result and sent the patient to the emergency room. There is no indication that the patient was treated unnecessarily or that the test result caused a medical procedure which may have later been determined necessary, delayed or withheld. The same patient sample was run again on the same system and a pt result of 51.0 seconds was generated. This patient result was not reported to the physician. The patient was redrawn and retested on the same system and a pt/inr result of 26 sec / inr 2.68 was generated and reported to the physician. Then, the same initial sample was respun and run again on the same system generating a pt/inr result of 27 / inr 2.78. This result was also reported to the physician. There are no reports of patient intervention or adverse health consequences due to the discordant pt/inr patient result.

Manufacturer narrative:
Siemens healthcare diagnostics inc. Filed the initial MDR 9610806-2018-00027 on 20-feb-2018. 20-jan-2018 corrected information: the initial MDR was filed on 20-feb-2018. However, in "date of this report", the date listed was 19-feb-2018.